Event description:
It was reported the physician was unable to remove the needle cassette, and suture cartridges from the speedstitch suture device intra-operative. The patient experienced a 30-minute surgical delay as a result of the reported issue. The procedure was completed with a suture hook. No further patient complications were reported.